Event description:
Additional information was received that the impedance observed was increased pacing impedance on the right ventricular (rv) lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased impedance was observed on the right ventricular (rv) lead. A revision procedure was performed and lead insulation damage was visually confirmed. The rv lead was capped and replaced to resolve the event. The patient is stable.